Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 209mg/dl at the time of the incident. It was reported that the pump turned off, the customer put in new batteries and it does not accept it. The customer stated that the display was not blank less than 30 seconds. The customer stated display is blank currently. Insert battery alarm did not display on the pump screen after removing battery. The customer stated that the contacts on the battery cap are damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.